Manufacturer narrative:
Hamilton medical ag event reference number: cer (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: biomed reported several technical faults: internal reference number (B)(4) - blower fault; internal reference number (B)(4) (adc error); internal reference number (B)(4) - ambient mode.